Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia and raised ketones. The patient¿s blood glucose levels rose to 528 mg/dl while wearing the pod between 4 and 24 hours. The patient was administered fluids and advised to drink water and change out the pod for a new one. The patient was released 8 hours later, on the same day.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 14.5. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.